Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007 to treat a cystocele and vaginal prolapse. In 2010, the patient started to experience vaginal pain and tenderness, exacerbated by intercourse. The patient experienced urinary leakage. The problems worsened and the patient was seen by a physician. The physician told the patient that the vaginal mesh had eroded and was present in her vagina, causing pain. The patient could feel the mesh inside her vagina. The part of the mesh that protruded into the vagina was removed on (B)(6) 2011, however, there was still a small piece of mesh palpable in the vagina which caused tenderness.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01521. The same patient is represented in each medwatch. This medwatch report is in response to receipt of maude event report (B)(4).